Event description:
The customer contacted stryker to report that their device would not provide any output. In this state the device may not be able to provide defibrillation therapy if it were needed.

Manufacturer narrative:
Section b5 executive summary of initial MDR indicates: the customer contacted stryker to report that their device would not provide any output. In this state the device may not be able to provide defibrillation therapy if it were needed. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device would not read sp02 and that this was prior to screen damage being done by vehicle tire. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event. The initial MDR was submitted in error as the reported issue of the device being unable to read spo2 is not a critical issue. There has been no confirmation of a failure to the critical functionality of the device. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was determined the root cause of no device output of the sp02 was related to the cable and probe. After replacing the cable and probe and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not provide any output. In this state the device may not be able to provide defibrillation therapy if it were needed.